Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation of defective device-not blowing air. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the device was remarkably clean, except for a small amount of dust contaminant inside the water tank and a brown cardboard-like particle in the blower box. The device's event logs were downloaded and reviewed by manufacturer shows the device is an out of box failure. The manufacturer found one error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and was not able to confirm the complaint or address the symptoms specified. The device was scrapped.